Event description:
During the procedure,the orbit mini complex fill coil (637mf0201/ 15395216) stretched during inserting into the target aneurysm. There was no adverse event reported and the component will be return for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15395216 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the orbit mini complex fill coil (637mf0201/ 15395216) stretched during inserting into the target aneurysm. After the event with the orbit, the entire coil and delivery system was removed from the patient. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and sl 10 microcatheter. The microcatheter was re-shaped. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). After the event, the same microcatheter was used with the next device. After the event, other than the reported event, the device was not damaged (delivery system unraveled, stretched, kink, or bend, etc), or microcatheter. There was no adverse event reported and the components will be return for analysis. A non-sterile orbit mini complex fill 2x1.5 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received separated of the unit and no damages were noted on it. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It was reported that the coil was left in the aneurysm while the microcatheter was repositioned. The instructions for use cautions that during coil positioning, repositioning the infusion catheter while the coil is deployed can lead to damage and/or premature detachment of the coil. This procedural factor and vessel/target site characteristics may have contributed to the reported stretching of the coil. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During the procedure, the orbit mini complex fill coil (637mf0201/ 15395216) stretched during inserting into the target aneurysm. After the event with the orbit, the entire coil and delivery system was removed from the patient. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and sl 10 microcatheter. The microcatheter was re-shaped. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). After the event, the same microcatheter was used with the next device. There was no adverse event reported and the components will be return for analysis. Additional information will be submitted within 30 days of receipt.